Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies, verified that insulin was flowing through the tubing, and resumed insulin delivery. Customer¿s blood glucose level was in the 250 mg/dl range.